Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open liver resection procedure the tissue pad fell off while the operator was using the min button. It was not noted if the piece fell off in the patient or if it had to be retrieved. No additional device was required to complete the procedure. There were no patient consequences reported.